Event description:
It was reported that on ((B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, thin leaflets, and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 3. On an unknown date, an echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed. Two mitraclips were implanted on the mitral valve, reducing mr to a grade of 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: prior to (B)(6) 2025, the patient had presented with shortness of breath and fatigue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (thin leaflets) and procedural conditions (poor imaging). A cause for the reported poor imaging could not be conclusively determined. The reported mitral regurgitation, fatigue, and dyspnea are cascading events of the incomplete coaptation. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.